Manufacturer narrative:
The reported event could be confirmed based on available medical records and assessment from healthcare professional the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿ there is significant radiolucence around the stem and at the base of the tibial implant. This can be interpreted as a loosening. Migration is not visible in the CT scan. The pe cannot be assessed directly, however, there is no indirect sign of loosening or breakage of the pe. The talar component does show some radiolucence and a little bit of condensed zone around the implant. That indicates loosening and possibly a little bit of subsidence.¿ based on investigation, the root cause was attributed to a patient related issue. Patient¿s poor bone quality around the tibia and condensed bone around the talus alters the physiology resulting in change in implant¿s orientation and contributed to failure. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient may undergo a revision surgery due to "pain and impingement, mal-alignment. Implanted in 2016 at another UK site (sheffield). Previous gutter debridement by primary surgeon."